Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the led status of the endoscope controller (ec), it was in off condition. The fse reset the power cord and all other connections of the ec, but the issue remained. The fse replaced the ec, and the problem was resolved. The system was tested and verified as ready for use. Isi has not received the ec involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed non-recoverable fault 319. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and confirmed the error on the endoscope controller (ec). The tse suggested for a hard power cycle and reset power cord at the ec. However, the issue did not resolve. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system did initially power on without errors. The tse was contacted, and full troubleshooting was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was installed into the test system and failed with error 319 at startup. For troubleshooting, at the test bench, power was applied to the ec and found that the dual camera interface board (dcib) board has no heartbeat. Performed light engine sensor check and is less than <5%.

Event description:
Refer to h10/h11 for follow-up information.